Event description:
Customer reported device = 72 mg/dl at 3:45. Customer ate a muffin and took some glucose tablets. Customer passed out. Family member found customer and ran glucose test, device = 71 mg/dl. Emergency medical system (ems) arrived and gave customer a glucose IV and a gluco-gun injection. No controls used. A request was made for return product and replacement product was sent.